Event description:
A customer reported that their pump declared alarm 20 during the loading process, with a history of similar alarms occurring since january 3rd despite replacing multiple cartridges from different batches. There was no reported adverse impact on the customer's blood glucose level. Technical support resolved the issue by deciding to replace the out-of-warranty pump.